Event description:
During on-site svc testing, the baxter repair tech reported an infusion pump with depleted batteries. Info was not provided regarding whether or not the failure occurred during an infusion. No reports of any pt incident involving this pump since the last baxter svc event.